Event description:
It was reported that the patient had a dual pacemaker device implanted in (B)(6) 2024 for 2:1 avb. The patient experienced fatigue and feeling unwell since the pacemaker implant. Their ejection fraction (ef) decreased from 60% to 47%. The patient was then brought to the electrophysiology lab for a cardiac resynchronization therapy pacemaker device upgrade. During implant, the physician attempted to implant a left ventricular (lv) quadripolar lead and a bipolar lv lead. However, both attempts failed, and the physician switched to left bundle pacing for crt bailout. A new left bundle branch area pacing lead was successfully implanted. The chronic rv (right ventricular) lead was explanted and discarded by the hospital staff. The patient¿s condition remained stable throughout the event. No further intervention is planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).